Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2024 wherein the l4 lead was explanted and replaced.

Event description:
It was reported that the patient's system was auto-reducing, causing ineffective stimulation. Diagnostics indicated that the l4 lead had high impedances. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.